Manufacturer narrative:
Additional information was received that the patient needed more coverage in the coccyx area. No device malfunction was suspected. Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 18110470; model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Serial number: (B)(4). Batch/lot number : 3024698/3025618. Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason. Additional information was received that the patient underwent an explant procedure due to inadequate stimulation.